Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 254 mg/dl at the time or the report. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. Nothing further was reported.